Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant low results compared with the lab. Therapeutic range: 2.0 - 3.0. (B)(6) 2014: hct=29.9% hematocrit not in validated range. First drop of blood not being used for test; wiping first drop. Patient was admitted to the hospital in (B)(6) due to dvt. Patient started taking coumadin in the hospital. Released (B)(6) 2014. Patient readmitted to the hospital (B)(6) 2014 due to blood in urine and supratherapeutic inr at lab (10.2). Patient was given 10 mg of vitamin k due to supratherapeutic inr at lab and 2 units of fresh plasm, for unspecified reason, on (B)(6) 2014. Nurse stated patient was released from hospital on (B)(6) 2014. No additional information provided.